Event description:
It was initially reported that when the stabilizer was taken out of the sterile pouch, the distal coil was shaped already. It was reported that the device had been securely packaged. A new stabilizer (same size, lot unk) was used and the procedure was completed successfully. The complaint product was not clinically used. No additional information was available. On (B)(4) 2011, additional information was received via the product analysis that indicated that the coil tip was observed under a microscope and it was found stretched at the proximal end, also coil tip was found wavy.

Manufacturer narrative:
As reported by the affiliate, when a stabilizer product was removed out of the sterile pouch, the distal coil was found already shaped. The device had been securely packaged. A new stabilizer (same size, lot unk) was used and the procedure was completed successfully. The complaint product was not clinically used. One non-sterile stabilizer plus was received coiled in a plastic bag. The guidewire was found bent at 41.5cm from the distal end, no other anomalies were noted. The coil tip was observed under a microscope and it was found stretched at the proximal end, also coil tip was found wavy. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10008991. This packaging lot contained (B)(4) units, which were shipped from lake region medical on may 10, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "guidewire out of shape" was confirmed. The guidewire was found bent and the coil tip was found wavy. The cause of these damages could not be conclusively determined. It is unknown what factors could have contributed to the reported failure. Neither the DHR nor the product analysis suggest that the failures appear to be related to manufacturing process. Therefore no corrective action will be taken at this time. One non-sterile stabilizer plus was received coiled in a plastic bag. The guidewire was found bent at 41.5cm from the distal end, no other anomalies were noted. The coil tip was observed under a microscope and it was found stretched at the proximal end, also coil tip was found wavy. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10008991. This packaging lot contained (B)(4) units, which were shipped from lake region medical on may 10, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.